Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure under general anesthesia, the probe was not spinning while probe connected to probe driving unit. The intended procedure was for diagnosing cancer and the provider was unable to obtain diagnosis with the device. Therefore, the procedure was completed by switching to fluoroscopy and was prolonged for more than 30 minutes. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.